Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned device found evidence of corrosion. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot ==> a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. H10 additional narrative: added: d9 corrected: h3, h5

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, about 10years before now, the primary surgery was performed with the head and cup in question. On an unknown date, the revision surgery was performed due to unknown reason. In the revision, only the head and cup were removed, and stem was left in the patient because the stem was not loose. The head was removed easily. The surrounding tissue was not discolored. The head neck junction part was slightly discolored to black at the distal taper part. The black material adhered to the removed head. The surgeon suspected the armd and requested the investigation of the component analysis. No further information is available.